Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6)2009 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of three device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-15834, 1225714-2014-15835, and 2937457-2014-03623. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.